Event description:
This was a lead management case performed in the hybrid or to remove 3 leads. All leads were prepped with an lld-ez. Using a 16f glidelight, the surgeon began removing the rv lead (mdt 6947, dual coil ICD). Laser advanced to the svc coil efficiently. Laser over the svc coil was notably more difficult. The a-line bp was observed to decline and recover, but attributed to a vagal response. Once past the svc coil, a snow plowing sensation was noted by the physician. It was decided to switch to the rv lead (mdt 5076, pacer) to see if progress would improve. Bp was noted as lower than baseline, but was stable with no emergent indications. Laser advanced efficiently through innominate into the mid-svc. The a-line then indicated no bp. Within 3 minutes, sternotomy was complete and mid-svc repair started. Injury was under control and perfusion was started to complete all other non-emergent repairs. Surgeon removed all leads surgically, and it was noted that the leads had become embedded in the areas where injury had occurred. Further surgical repairs were made and closure was completed over the next 2-3 hours. Patient is doing fine the following day.